Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarms noted and the motor passed the motor test. The insulin pump passed displacement test and basic occlusion test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.